Manufacturer narrative:
Subsequently, boston scientific technical services (bsc ts) reviewed a save to disk. Bsc ts discussed the big-small phenomenon. This phenomenon would bring the device to undersense a low amplitude depolarization coming after a depolarization of a big amplitude. It was noticed in one episode, an r wave was sensed at 11 mv, and the following r wave was sensed at 4 mv. Bsc ts also discussed that the rate of the ventricular fibrillation (vf) was extremely fast with some beats coming in between 150 ms and 200 ms. The fast rate could exacerbate the big-small phenomenon because of the automatic gain control (agc) not having sufficient time to change to a sensitivity that could catch the lower amplitude beat. In the light of the inducted episodes stored in the disk, it appears that the device did an adequate job in sensing the fast, fine induced vf. It appears that only a couple of beats were not sensed because of the above elements. The lead position in the rv is a key factor for diaphragmatic oversensing. A basal position of the lead usually brings the lead to sense more myopotentials. This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting noisy signals on the right ventricular (rv) shock channel, and undersensing. This patient has second degree heartblock, and this device was implanted following a cardiac arrest. Upon reviewing some recorded events, noise episodes were observed with inhibition of ventricular pacing of 1-2 beats. The daily rv lead amplitude measurements varied between 4.5 mv and 8.2 mv, which was considered to be quite a bit lower than the previous recordings. The rv lead sensitivity was programmed at 0.3 mv. This patient was noted as having slow underlying escape rhythm of about 30 to 40 beats/minute. The measurement of peak noise suggested an amplitude of .28 mv, so the sensitivity was decreased to the nominal .6 mv. A save to disk was sent to boston scientific technical services (bsc ts) for review. There were no adverse patient effects reported.